Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Visual inspection identified that the backing paper of the packaging was detached from the clear blister and was undamaged. Evidence was found that there was not a strong bond between the blister and the backing paper. The cause was determined to be a manufacturing issue. A CAPA was opened to investigate the potential causes of this event. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a vial-mate device had separated. This was observed prior to use of the device. The reporter stated that the glue on the packaging became loose and the paper was coming off. There was no patient involvement. Additional information was requested and is not available.